Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has infection at the ipg site. The physician believes the infection is facility related. The patient will undergo an explant procedure. The physician refused to provide any further information regarding the explant, therefore no further information can be obtained regarding the explant procedure.